Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used during a cold polypectomy procedure. According to the complainant, during the procedure, the snare loop failed to cut the target polyp and the wire inside the handle broke when the device was actuated. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no complications¿ at the conclusion of the procedure.